Event description:
Additional information: it was reported by the patient's healthcare provider (hcp) that the patient was last seen at that clinic on (B)(6), 2012. At that time the hcp removed the prior baclofen that was in the pump and replaced it with lioresal 10mg/ml (500mcg/ml) concentration. The pump was refilled on that day and was programmed to simple continuous rate. The hcp was unaware of any dye study that was performed and was not sure why a dye study would have been performed. A manufacturer representative added that they believed the study never happened.

Event description:
The patient believed she was receiving sub-optimal therapy and a catheter dye study was planned. This study ended up being rescheduled. About a month later it was reported that the patient was possibly experiencing withdrawal and had gotten progressively worse over the prior 3-4 days. Her vitals were stable though she was tachycardic at 110, cpk levels were elevated at 211, creatinine was 1.25, and the patient was becoming progressively obtunded. The patient was admitted to the hospital and on (B)(6) 2012 pump interrogation revealed the pump to be working properly. There was also successful aspiration via the catheter access port (cap). The patient was experiencing hallucinations/psychosis and altered mental status. It was noted that she had stable spasticity control and her hyperaesthesia had improved. The white blood cell count was 12.3 and a complete work-up was being done. The patient's oral dosing was adjusted from 20tid to 10tid. It was unknown if the symptoms were related to the pump or therapy. The pump contained lioresal 1,000mcg/ml, 175mcg/day. Additional information has been requested; a follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ: catheter, product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).